Manufacturer narrative:
Pump passed displacement test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test. No unexpected no delivery alarm noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call for high blood glucose. Customer¿s current blood glucose was 496 mg/dl. Customer reported for tape not sticking issues. The customer experienced symptoms such as chest pain. Customer reported that this is the second loaner she had first had motor error. Customer reported that this one is giving her high blood glucose she is waiting on her permanent insulin pump still. Customer reported that they have gotten no delivery alarms. Customer reported that she thinks it is not delivering insulin even though she sees the insulin come out. Customer reported that she is not eating well, barely anything, and cannot keep up with this because of a bad heart too. Customer reported that blood glucose has been in the 500's mg/dl for weeks. Customer treated for high blood glucose with an insulin pump and manually. Customer reports they have not contacted their healthcare professional regarding the high blood glucose. Based on customer report customer does not allege pump was under delivering. Customer stated that the drive support cap appears normal (slightly indented). Customer is not calling back to perform an high pressure test. Advise the insulin pump will need to be replaced. Advise to revert to back up plan per healthcare provider's instructions until replacement arrives. The pump will be returned for analysis.